Event description:
It was reported to ventec that a patient was having difficulty breathing while on the device. There was no patient harm as a result of the reported issue. No further details about the patient were provided. The initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown", and (device manufacturing date) shall be left blank.

Manufacturer narrative:
Ventec contacted the respiratory therapist (rt) in order to provide them with clinical and technical assistance. During the investigation ventec was advised that the patient was transitioning from a different ventilator manufacturer. With this information, ventec's clinical team was able to compare settings and walk the rt through programming the vocsn so that would be more comfortable for the patient. Ventec followed up with the patients caregiver (husband) and was advised that the setting changes that were made resolved the patient's reported discomfort. The device was not returned to ventec for evaluation. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue of patient discomfort was due to user error. The device settings had not been programmed properly for the patient's condition. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.